Event description:
Patient had ivpb antibiotic running in secondary line, ivf in primary line. Ivpb antibiotic back flowed into primary line instead of down into patient. Nursing thought it may be an IV pump issue, so the pump was replaced. Unsure how much if any of the antibiotic the patient received. Primary ivf bag changed, physician notified. The next morning the exact same thing happened, so the tubing was all exchanged for new. No issues occurred after the tubing change. This is what the patient safety reports said: IV levaquin dose went into primary bag and actual dose given piggyback unknown. Nurse in admit stated the bag was hung correctly, but dumped into primary bag inappropriately. Pharmacy was consulted, IV bag changed to normal saline. Patient came admission unit yesterday with levaquin backed flowed into maintenance fluid and patient safety report should gave been done. Pump was changed, IV checked, and today same problem when piggyback hung of levaquin it once again back flowed into maintenance fluid. Prior to administration set up was reviewed with preceptor and was correct and running properly. Pharmacist suggested we free flow to complete antibiotic. This was done and all lines were changed and lines were given to supervisor.